Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; proximal segment was returned for analysis. The lead was received with both the proximal and distal electrodes cut off.